Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris set had a defective tubing clamp, and was involved with overinfusion to the patient. The following information was provided by the initial reporter: safety clamp did not engage when removed from the alaris pump. Was attached to a patient that had a potential tpn fluid bolus.

Manufacturer narrative:
This complaint has been confirmed as a duplicate of a previous MDR submission, MFR report# 9616066-2022-00215. This complaint and it's original MDR submission, (MFR report #: 2243072-2022-00347), may therefore be disregarded. H3 other text : see h10.

Event description:
It was reported that the unspecified bd alaris set had a defective tubing clamp, and was involved with overinfusion to the patient. The following information was provided by the initial reporter: safety clamp did not engage when removed from the alaris pump. Was attached to a patient that had a potential tpn fluid bolus.